Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator. It was reported that the patient stopped feeling stimulation. The patient mentioned that he had changed between a couple of programs. Troubleshooting attempts were made and stimulation was on. It was noted that the patient was set to program 7 at 8.0. On (B)(6), the patient reported that the patient saw the message that the device was not set up properly for the patient's use, "contact your clinician. Turn off therapy/end session". The patient confirmed that the trial was working well and it was making him pee more with a good flow but now he was peeing less and had the urge to go again but nothing comes out. The patient was redirected to his health care professional. There were no further symptoms or complications reported or anticipated.